Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 sharps coll slide close 9gal red had missing lids before use. The following was reported by the initial reporter: "it was reported the sharps containers were received without lids. Verbatim: I¿m contacting you on behalf of partners for world health, a non-profit that ships donated medical supplies to countries in need. Partners has received 10 of the above sharps bins, but they came without lids. A bd customer service representative suggested that you might be able to supply us with the tops, or direct us to someone who can. We¿d hate to see the bins go to waste. Thank you for whatever help you can provide."

Event description:
It was reported that 10 sharps coll slide close 9gal red had missing lids before use. The following was reported by the initial reporter: "it was reported the sharps containers were received without lids. Verbatim: I¿m contacting you on behalf of partners for world health, a non-profit that ships donated medical supplies to countries in need. Partners has received 10 of the above sharps bins, but they came without lids. A bd customer service representative suggested that you might be able to supply us with the tops, or direct us to someone who can. We¿d hate to see the bins go to waste. Thank you for whatever help you can provide."

Manufacturer narrative:
H6: investigation summary no photo or sample representation was provided for the complaint. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like pictures, lot number or packaging identification, in accordance with available information the non-conformance was related to missing lids on the pieces received by the end user. The evidence of packing used is needed to determine the root cause because this failure mode could be generated by incorrect handling, partial sells (by distributors). In addition, the current manufacturing controls were reviewed, and they are capable to detect this kind of issues (missing lids). Potential root causes are: non-controlled method to ship partial boxes to end user (re-packaging process) or possibly product damaged during the shipment or distribution. H3 other text : see h10.